Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that there was a loss or change of therapy. The device had not been working for almost 2 weeks and symptoms returned at the end of march. "She went the opposite." She was leaking, swollen from going to the bathroom, and could not have a bowel movement. She was taking citrucel and miralax combined. The healthcare professional (hcp) then told her to stop taking miralax. She was still leaking and only took half a dose of citrucel today. Stimulation was also not felt. She went to the hcp last week and stimulation was increased from 1.2v to 1.7v. She felt the light vibration on the right side of the vagina in the office but stopped feeling it when she left the office. The hcp said the patient was supposed to feel stimulation all the time. The patient wanted assistance using the patient programmer (pp). Stimulation was not felt and therapy was on. Today the patient tried to increase stimulation and the pp showed "upper limit reached." The hcp told the patient that it should not be doing it and he did not know why it kept doing and he would fix it today.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.